Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that the patient was caucasian, and started using lioresal in (B)(6) 1999. The patient's medical history included tuberculosis 1 in 1996, scoliosis, heart murmur, anemia, and the patient was a non-verbal dependent. Concomitant medications at the time of the event included topical benzoyl peroxide, vitamin d3, lamictal, keppra, claritin, centrum multivitamin, miralax, and nutren via a tube. The last refill was noted to be (B)(6) 2017. Pump logs indicated that the low battery reset and safe state occurred at 21:04 on (B)(6) 2017. The patient was admitted on (B)(6) 2017 with a diagnosis of acute drug withdrawal syndrome. On (B)(6) 2017, the patient was given 10mg oral baclofen 4 times per day, 2.5mg valium intravenously once, and 4mg cyproheptadine 3 times per day. On (B)(6) 2017, the patient was given 10mg oral baclofen 4 times per day, weaned from the cyproheptadine, and was given 2mg valium every 6 hours as needed. The patient's irritability was resolved and increased spasticity was improved as of (B)(6) 2017. Diagnostics included a complete blood count (cbc), creatine kinase (ck) testing, urinalysis (ua), and magnesium phosphorus. The cbc results included low sodium, chloride, and bicarb levels. The ck, ua, and magnesium phosphorus results were within normal limits. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare provider regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 550mcg per day). The indications for use included intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that the patient's pump began alarming on (B)(6) 2017. Pump logs were checked, and the alarm was confirmed to be due to low battery reset and safe state. The patient experienced symptoms of irritability and increased spasticity on (B)(6) 2017. The healthcare provider requested the pump off passcode. On (B)(6) 2017 additional information was received from the healthcare provider. It was further reported that the pump was turned off. The patient was admitted overnight for oral and IV medications to prevent withdrawal. The cause of the low battery reset was not determined, and the patient was to see a surgeon for pump replacement.